Event description:
Complaint reported that inner shaft is broken (split in two). Broken blade left on the desk of the or materials coordinator. There was no note or explanation with blade. Coordinator could not provide pt or event descriptions.